Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get charge the implantable pulse generator. The patient underwent an explant procedure where the ipg was removed. The explanted device will not be return as it was disposed at the facility.